Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the patch and crease flat. Leak test and microscopic analysis was performed which identified: valve crack, one opening striated on the patch and wear abrasion. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve and one striated opening due to surgical damage consistent in the use of some surgical tool. Reason for reoperation noted as deflation.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.